Event description:
It was reported that the ventilator failed pre-use check. No more information was available. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. It was clarified that technical error in expiratory cassette was generated. The claimed issue was not reproduced. Device successfully passed the pre-use check. The device was delivered to the user in working condition. We do not consider issue with technical error in expiratory cassette as a safety related, as expiratory cassette is only measuring and will not affect ventilation. The device's logs were not provided for further analysis. The root cause to why the technical error was generated has not been established. The correction of fields d1 brand name and d4 version or model # was required. This is based on the internal evaluation. Previous brand name: servo-u. Corrected brand name: base unit servo-u. Previous version or model #: servo-u. Corrected version or model #: 6694800.

Event description:
Manufacturer's ref. #: (B)(4).